Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 8 of 11. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extensions in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed. The technical service representative (tsr) had the home patient (hp) power cycle the machine. The tsr explained the machine had detected possible air in the lines and assisted to end therapy. The tsr advised the hp to start over with new supplies and contact her registered nurse about the possible introduction of air into the lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.